Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, the ria system drill broke inside the patient's intramedullary canal and it was not possible to remove the fragments of this drill. This caused great discomfort to the doctor because the patient had an infection and she mentioned that this would increase a possible reaction to a foreign body. Initially, the clinic's synream was used because there were some "hard" areas in the canal and then the ria system was used without much effort, but after approximately (8) eight minutes of the process, it was evident thanks to the x-rays that there were parts of the drill inside the canal, an attempt was made to wash and remove them with the olive guide but it was not possible, these attempts lasted approximately (15) fifteen minutes but the doctor decided to leave it like that because there was no way to remove the parts and due to the patient's condition she would not open windows for their removal. Due to what happened, the doctor was very upset and authorizes the collection of said drill but asks for the favor of making the respective report because this is not the first time that this happens; ultimately, the surgery was completed successfully, with no adverse effects on the patient and no changes in the surgical time. The patient was harmed because the ria system drill fragments remained inside his spinal canal. Furthermore, due to his medical condition, the patient is at high risk of foreign body reaction. However, the patient's condition during and after surgery was stable, with no additional complications.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review : part# 357.399, lot # 22776p7, manufacturing site: werk selzach logistik, manufacturing date: 08.june.2024, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.